Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient was going to have an MRI, but they hadn't used their stimulator in several years so the ins is dead. The patient stated that the reason for the MRI was unrelated to their stimulator. The patient stated that he reason they stopped using their ins was because they were not getting enough therapeutic benefit for the stimulator. The patient stated that their ins was not powering on. The patient connected the ac power supply/desktop charger into the wall and the screen indicated that the recharger was now charging. The rep stated that the patient needed a trickle charge for an upcoming MRI. The patient has not used the device in over 2 years and they had previous resets, but the amount was unknown. The trickle charge was performed 4 times to reach the por. Upon the reset the battery was at eos. It was recommended that the pain management facilities for future follow-up. The patient doesn't have a pain management facility and they were sent listings and given recommendations in the area. No further complications were reported or anticipated.